Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6). B5: updated; d4: updated; g7: updated; h2: updated.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D10: device availability ¿ additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer ¿ additional . H6: event problem and evaluation codes ¿ additional..

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss over 1 hour was not found for serial number 8hkwtl within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, discharge battery. The reported event of signal loss over 1 hour is reportable based on transmitter, discharged battery. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional. D10: device availability ¿ additional. H2: additional information /device evaluation. H3: device evaluated by manufacturer ¿ additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that signal loss over 1 hour occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external/exterior visual inspection was performed and passed. Voltage measurement was performed and failed due to 0 vdc. A review of the share logs was performed and signal loss over 1 hour was not found for serial number (B)(6) within the investigation window. The allegation was undetermined. The probable cause was determined to be transmitter, discharge battery. The reported event of signal loss over 1 hour is reportable based on transmitter, discharged battery. No injury or medical intervention was reported. Subsequent to the initial MDR, additional information is available.